Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 or 2. Reference MFR report: 1627487-2014-23627. The patient has 2 model 3716 ipgs implanted. It was reported the patient has not used or charged either of her ipgs in over 6 months. Troubleshooting confirmed the patient could not establish communication between her ipgs and external devices. The patient is without stimulation. Replacement charging systems will be sent to the patient for further troubleshooting and the sjm representative will consult with the patient as the next course of action.